Manufacturer narrative:
Investigation results: visual inspection of the complaint device found a kink in the middle section of the catheter and the exit marker was noted to be detached. Based on the condition of the returned device, the noted defects likely occurred due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during esophagogastroduodenoscopy (egd) procedure in the common bile duct that was performed on (B)(6) 2016. According to the complainant, during the procedure, as the physician was removing the balloon from the endoscope, the exit marker detached and remained in the endoscope. The detached piece was able to be removed from the endoscope, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during esophagogastroduodenoscopy (egd) procedure in the common bile duct that was performed on (B)(6) 2016. According to the complainant, during the procedure, as the physician was removing the balloon from the endoscope, the exit marker detached and remained in the endoscope. The detached piece was able to be removed from the endoscope, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.